Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the cavotricuspid isthmus (cti) was completed with no issues. When going t ranseptal, a temperature sensor fault occurred and a ¿temperature calibration failed¿ error message appeared and the sensor globe turned completely red after 5¿10 minutes of catheter use. The catheter was replaced which resolved the issue. Approximately 10 minutes later, the errors recurred. Troubleshooting included switching the cable, rebooting the system multiple times, and disconnecting and reconnecting the catheter several times, but the errors persisted. The catheter was replaced again, and the issue then returned again after 5¿10 minutes of use. The stack was shut down and swapped with another one, but the errors still persisted. The catheter was replaced for a third time, but the same errors recurred. The issues occurred a 4th time. The errors subsided and mapping was able to be completed, the errors randomly cleared and the procedure was able to be completed. Upon removal of the catheter, coagulum wasobserved on the lattice. It was presumed that the temperature errors were due to abnormally inconsistent activated clotting time throughout the case. No patient complications have been reported as a result of this event.